Event description:
It was reported that the fiber stopped working in the middle of the case. The fiber had been used two times previously. The pt was sent home and instructed to return to complete the procedure. No injuries were reported.